Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before cataract surgery, the system froze. The surgery completed by rebooting the system. No system message displayed.

Manufacturer narrative:
The system was examined. And the reported event able to confirm, but not able to replicate the reported event. A reinstallation of software was done as part of the preventive measure (pm). The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).